Manufacturer narrative:
Lot traceability has not been provided; therefore, a review of the device history records of the specimen device could not be completed. The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. Review of the directions for use lists arrhythmia as a potential adverse event associated with the tavr/tavi procedure. Should additional information be provided or product be returned for analysis a follow-up medwatch report will be filed.

Event description:
Patient was undergoing a tavr procedure. Event description: it was reported that: prior to lotus introduction, patient went into complete heart block. Not a surprise due to calcium in left ventricle outflow tract. Permanent pacer scheduled. Patient status post procedure/event: stable. Physician opinion of relationship of event to device or the index procedure: would have happened with any valve. Additional information received: can you confirm that the lotus edge was not introduced into the patient at the time of the onset of the event? It was inserted, but wasn't across the aortic valve yet. Were there any other bsc devices at the time of the onset of the complete heart block? Safari2 xs. Could you describe the circumstances surrounding the event? About to cross valve with lotus, then complete heart block, we paced the patient at 70bpm and finished the case. What do you think contributed to the complete heart block? Large calcium in the left ventricle outflow tract, not sure otherwise.